Manufacturer narrative:
Event date: exact date unknown, one week post permanent implant.

Event description:
It was reported that the patients ipg felt loose in the pocket site and would not lay flat which caused difficulty aligning the charger to the ipg. The patient underwent revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.